Event description:
It was reported that the patient had not charged their ipg in over 30 days. As a result the patient's ipg had become inoperable as of (B)(6) 2022. Surgical intervention may occur in the future to address the issue.

Manufacturer narrative:
Date of event is estimated.

Event description:
Additional information was received that the patient underwent a surgical procedure on (B)(6) 2023 during which the ipg was explanted and replaced.

Manufacturer narrative:
A review of documentation supplied with the implant states that the implant must be charged every 30 days to avoid battery depletion. Based on the information received, the cause of the reported incident is consistent with user error.

Manufacturer narrative:
The directions for use states that the implant must be charged every 30 days to avoid battery depletion.  Based on the information received, the cause of the reported incident is related to user error.